Event description:
The customer reported that their central nurse's station (cns) screens abruptly shutdown due to their staff accidentally turning off the uninterruptible power supply (ups).

Manufacturer narrative:
Complaint details: on (B)(6) 2020, the customer reported that their one of the central nursing station (cns) screens abruptly shut down due to their staff accidentally turning off the uninterrupted power supply (ups). The customer also reported that the device was not shut down for long, and that no harm or injury occurred. The cns was monitoring telemetry devices at the time. Investigation summary: the ts agent found out that the cns shut off due to ups battery power inadvertently shut off by monitor technician. The ts agent advised the customer to establish power to the ups battery. Then, the customer powered on the cns and resumed monitoring. The root cause of the reported problem was determined to be user error.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screens abruptly shutdown due to their staff accidentally turning off the uninterruptible power supply (ups). The customer also reported that the device was not shutdown for long, and that no harm or injury occurred. The cns was monitoring telemetry devices at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following devices were used in conjunction with the cns: multiple transmitters - model: ni, sn: ni.

Event description:
The customer reported that their central nurse's station (cns) screens abruptly shutdown due to their staff accidentally turning off the uninterruptible power supply (ups).